Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation and high impedances on some contacts after a fall. X-ray was taken and confirmed break on the lead. The patient underwent a revision procedure wherein the leads were replaced. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation and high impedances on some contacts after a fall. X-ray was taken and confirmed break on the lead. The patient underwent a revision procedure wherein the leads were replaced. Device malfunction was suspected. The patient was doing well postoperatively.